Manufacturer narrative:
Upon device evaluation it was identified that the keypad will go into emergency override, but won't move, tilt or trend. Reset of table also did not help. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer reported table will not function during a surgical procedure. Keypad and pendant won't move the table. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported table will not function during a surgical procedure. Keypad and pendant won't move the table. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer alleged that the table would not function during a surgical procedure. During the investigation a defect in the tilt motor was found. Investigation of the device determined that the system position was different from the actual motor position. The software did not allow the motor to be used any further. After the replacement, the table works as intended again. Based on this information, no further action is required.